Event description:
It was reported the patient's blood glucose level rose to 398 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod generated an 0x6a occlusion alarm. The exposed portion of the soft cannula was flattened and stretched. The timing and cause of the cannula damage could not be determined. No damages or deficiencies were observed that could be confirmed as the cause of the observed occlusion alarm. The cause of the 0x6a could not be determined.